Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading control solution inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred ¿at least 1 month¿ prior to contacting lfs. The patient reported using self adjusting insulin to manage her diabetes. The patient reported in response to the alleged issue, she ¿increased insulin by 3 units every so many days to see if it was working.¿ the patient reported due to the increase in medication she developed symptoms of ¿nausea, brain fog, couldn¿t function, had to lay down, losing words, hungry all the time.¿ the patient reported she had increased her medication from 18 units to 26 units in a 2 week period. The patient denied using any other device. At the time of troubleshooting, the cca determined the patient was not using the correct control solution. The cca noted the subject meter was in the correct unit of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she was unable to test accurately, therefore developed symptoms suggestive of hypoglycemia and required treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Type of reportable event is serious injury. There was no death involved with this complaint.